Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. A nurse states they went to use the programmer on patient and saw por (power on reset). The nurse called the device managing hcp and was told to call tech services (ts). Ts reviewed por code and that it would need to be address by a clinician programmer. It was noted that patient had a recent surgery that the caller does not think was related to device. Ts provided the national answering service phone to page a manufacturer¿s rep if needed. No symptoms were reported.